Event description:
A customer reported that the camera, detector 2, is smoking. A capacitor and power converter on the epic transition panel were burnt. The smoke alarm in the room went off and the fire dept was automatically called to the hospital.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference complaint pr# (B)(4). Initial MDR mailed on (B)(6) 2010.